Event description:
It was reported that on (B)(6) 2022 the patient experienced worsening shock, continuing on dobutamine with added milrinone. The patient then had worsening pressor requirement which caused a switch from milrinone to epinephrine. Later the epinephrine was uptitrated to 4, with levo and vaso requirements increased to 16/4. Despite intervention, the lactate was rising and the urinary output (uop) was decreased despite lasix bolus and drip. The patient also had persistently high central venous pressure (cvp). It was agreed that due to the right ventricular dysfunction and cardiogenic/mixed shock with evidence of end-organ dysfunction, right ventricular assist device (rvad) support was needed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient reportedly was on stable/ongoing condition at the time of study completion/withdrawal. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The heartmate 3 lvas IFU lists right heart failure and various types of organ dysfunction as adverse events that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure and various types of organ dysfunction as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management," outlines indications of right heart failure and the recommended treatment options, including use of an rvad. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with heartmate 3 left ventricular assist system on 26apr2022. On the same day, the patient experienced elevated total bilirubin, direct bilirubin, aspartate aminotransferase (ast), as well as decreased platelet counts. The patient's persistently high central venous pressure (cvp) was determined to be due to right ventricular dysfunction and cardiogenic/mixed shock with evidence of end-organ dysfunction.